Event description:
A report that a patient underwent a pocket revision was received. The physician revised the pocket site because the battery was loose, and was moving from side to side.

Manufacturer narrative:
This is the final report.